Event description:
During stenting of a totally occluded lesion in a vein bypass graft to the sfa, difficulty was experienced as the stent would not fully lengthen. The physician had used a spectronetics laser catheter to open a channel through the total occlusion. Balloon pre-dilatation was not performed. The smart control unit crossed through this channel without difficulty, and the first 4 to 5 mm of the stent deployed and expanded without problem; however, after that, the stent began to bunch up on itself and not fully expand or lengthen. The final deployed length of the stent was around 20-25mm, not the labeled 100mm length of the stent. The physician then proceeded to post-dilate the stent, first with a 2 x 20 balloon, then with a 4 x 30 balloon. However, even after post-dilatation, the stent length was less than 40mm in deployed length. Finally, an ev3 self-expanding stent was deployed within an proximal to the smart stent to completely cover the lesion. The patient was said to be fine, and no sequelae occurred from the event. The product is said to be available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.